Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.